Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the loss of image was caused by a faulty charge-coupled device (ccd). However, the specific cause of the faulty ccd was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Full e1 establishment name: (B)(6) hospital. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the findings in b5, evaluation found the following: a chip on the bending section cover rubber adhesive, switch one is deformed, the light guide cover glass had a scratch, the label on the video connector is peeled, and the video connector and connector were cracked. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to the image of the flex deflectable videoscope was defective. The issue occurred during a therapeutic procedure. A similar device was used to complete the procedure. There was no patient harm or user injury reported due to the event. During device evaluation at olympus, it was found there was no image due to damage to the charged coupled device (ccd) unit. The report is being submitted due to the defect found during evaluation.